Manufacturer narrative:
Premature battery depletion was not confirmed by analysis. No sources of high current were noted, however, an abnormal transient voltage drop was detected consistent with li cluster formation. From these analyses, in the absence of a high current draw, it is probable that the abnormal transient voltage drop was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that have been investigated and associated with a field action in october 2016.

Manufacturer narrative:
The field event of premature depletion was not confirmed. An abnormal transient voltage drop was detected. The voltage drop is consistent with li deposit in the battery. Further analysis was not performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. Patient was stable before, during, and after the procedure.